Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The care giver (cg) stated that the hc had given the alarm a while back and she had already spoken to the peritoneal dialysis nurse, who told the home patient (hp) to call baxter and report the error. The cg stated that she took down the supplies and ended therapy. The technical service representative (tsr) recommended that the cg call the nurse back and let her know what the alarm was (unsterile air that got into the supplies). The cr would call the nurse. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.